Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced skin irritation at the sensor site underneath the transmitter for a couple of months. The customer stated that the irritated area was red and had break outs. The customer was cleaning with alcohol. The customer went to the doctor¿s office for the skin issue. No indication of treatment. The sensor will be returned for analysis.